Event description:
It was reported that the device exhibited non-sustained lead noise due to myopotentials. Isometric test and programming changes were recommended. Device remains implanted.

Manufacturer narrative:
.